Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was due to the customer over delivering a correction bolus and correction injection. The customer lost consciousness and received third party assistance from their spouse, who provided sugar, orange juice and honey to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.